Event description:
A high reading issue was reported with the adc device. Customer received sensor scan results perceived to be high when compared to a competitor brand meter and experienced loss of consciousness. The customer was able to self-treat with insulin (dose/type unspecified). There were no reports of treatment by a healthcare professional (hcp) or third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.